Manufacturer narrative:
(B)(6). Report is for one (1) unknown spiral blade. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an explantation of a left hindfoot nail, spiral blade and screws (unknown quantity) was performed on (B)(6) 2015 due to infection. The original implant date was (B)(6) 2015. A reamer irrigator aspirator (ria) was used to clear out the infection. Antibiotic beads were implanted. The surgery was successfully completed with no surgical delay. The patient outcome was reported as stable. This report is for one (1) unknown spiral blade. This is report 2 of 3 for (B)(4).